Manufacturer narrative:
Concomitant medical products: as gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: (B)(4).

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. The trunk ipsilateral leg component was successfully deployed. Then a contralateral leg component was advanced within the contralateral gate and after approximately 5cm of the device was deployed it was realized that the distal (trailing) radiopaque marker on the contralateral leg endoprosthesis had been aligned with (long) gold radiopaque marker on the trunk-ipsilateral leg endoprosthesis by accident. The physician attempted to withdraw the partially deployed contralateral leg endoprosthesis, but was unsuccessful. The physician chose to reposition the endoprosthesis by advancing it proximally past the renal arteries and fully deploying the contralateral leg component up in the descending thoracic aorta. A thoracic stent graft was then advanced to the descending thoracic aorta and deployed parallel to the contralateral leg endoprosthesis to get it to affix to the thoracic aortic wall. The abdominal procedure was continued and concluded without further issue. The patient tolerated the procedure.